Event description:
It was reported that the customer was in the hospital for an unknown reason. The customer stated that she cannot be discharged from the hospital until she can get her sensor connected to the insulin pump. The customer stated that she is receiving lost sensor alarms. Customer's blood glucose level at the time 165mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).